Event description:
According to foriegn affiliate, the customer reported that the femoral component needed to be explanted. Removed during the surgery but not due to failure were unidentified tibial tray and tibial insert. No further details are available from the affiliate.